Event description:
Pt blood glucose was tested with hospitals device with a result of 229mg/dl. The customers device read 166mg/dl. A lab test was done with a result of 166mg/dl. The customer stated the controls were in range but values were not provided. A request was made for the return of the suspect device, the customer refused replacement.